Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device ran in locked position and had unintended activation/motion was confirmed. The assignable root cause was determined to be due to component failure from wear. (B)(4)

Event description:
It was reported by singapore that during service and evaluation, it was determined that the battery reamer drill device only ran in reverse, device ran in locked position, had corrosion/rusting/pitting, unintended activation/motion and would not run. It was further determined that the device failed pretest for check cannulation, check function of device, check for unintended motion, check in ¿off¿ mode, check forward/ reverse mode function and check power with power test bench. It was noted that the device failed cannulation and ran in locked mode. It was noted in the service order that the device could not be used properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.